Event description:
It was reported that an unexpected receiver shutdown occurred. Product was provided for investigation. The allegation was not confirmed via product. The probable cause could not be determined via product.

Manufacturer narrative:
(B)(4).